Event description:
Customer reported the device constantly alarms when plugged in or unplugged. The device was received for evaluation. Error 99 was found in the device history log. The cpu and power supply pcb was replaced to address error 99. The device was cleaned, configured, calibrated and post repair tested. After repair, device meets specification.

Event description:
Customer reported the device constantly alarms when plugged in or unplugged. The device was received for evaluation. Error 99 was found in the device history log.